Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens dislocated due to bad contraction while moving the haptic forward toward optic. The lens was explanted and replaced with sulcus fixated 3 piece lens. Additional information, including the patient's status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No similar complaints have been reported for this lot number. Additional information was requested on 04/12/2007, 04/13/2007, and 04/24/2007 by mail, fax, and phone. A completed questionnaire has not been received.